Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device core wire was broken at 329.2 cm and the spring tip was detached. The other section was not returned. The overall length and outer diameter (od) of the distal tip inspection could not be performed due to device condition. The od of the middle and proximal section of the device were within specification.

Event description:
It was reported that the rotawire was difficult to remove and became fractured. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 330cm rotawire was selected to advance to the target lesion; however, resistance was encountered upon attempting to remove the rotawire. Subsequently, the distal end of the rotawire was fractured. The procedure was not completed and the patient then underwent thoracotomy surgery to remove the rotawire fragment. No further patient complications were reported and the patient's condition was stable. It was further reported that on (B)(6) 2017, the patient presented with unstable angina and hospitalized for treatment. The procedure was performed two days later. On (B)(6) 2017, the fractured segment was removed through a rescheduled procedure. The patient was discharged on (B)(6) 2017 and died on (B)(6) 2017. The autopsy was performed on (B)(6) 2017, the results showed the patient's death caused by the acute heart failure, the procedure and existing condition or disease was responsible for the death.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device core wire was broken at 329.2 cm and the spring tip was detached. The other section was not returned. The overall length and outer diameter (od) of the distal tip inspection could not be performed due to device condition. The od of the middle and proximal section of the device were within specification.

Event description:
It was reported that the rotawire was difficult to remove and became fractured. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 330cm rotawire was selected to advance to the target lesion; however, resistance was encountered upon attempting to remove the rotawire. Subsequently, the distal end of the rotawire was fractured. The procedure was not completed and the patient then underwent thoracotomy surgery to remove the rotawire fragment. No further patient complications were reported and the patient's condition was stable. It was further reported that on (B)(6) 2017, the patient presented with unstable angina and hospitalized for treatment. The procedure was performed two days later. On (B)(6) 2017, the fractured segment was removed through a rescheduled procedure. The patient was discharged on (B)(6) 2017 and died on (B)(6) 2017. The autopsy was performed on (B)(6) 2017, the results showed the patient's death caused by the acute heart failure, the procedure and existing condition or disease was responsible for the death.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device core wire was broken at 329.2 cm and the spring tip was detached. The other section was not returned. The overall length and outer diameter (od) of the distal tip inspection could not be performed due to device condition. The od of the middle and proximal section of the device were within specification. A device history record (DHR) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the rotawire was difficult to remove and became fractured. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 330cm rotawire was selected to advance to the target lesion; however, resistance was encountered upon attempting to remove the rotawire. Subsequently, the distal end of the rotawire was fractured. The procedure was not completed and the patient then underwent thoracotomy surgery to remove the rotawire fragment. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the rotawire was difficult to remove and became fractured. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 330cm rotawire¿ was selected to advance to the target lesion; however, resistance was encountered upon attempting to remove the rotawire. Subsequently, the distal end of the rotawire was fractured. The procedure was not completed and the patient then underwent thoracotomy surgery to remove the rotawire fragment. No further patient complications were reported and the patient's condition was stable.